Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly. No further information available.